Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/28/2016 with the following findings: during investigation, the pump was placed in lock mode and unlocked with no issues occurring. All of the keypad buttons responded appropriately to user input. The keypad was removed and no damage to the keypad button contacts or keypad flex cable was observed. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad issue. It was reported that the "pump keeps locking itself and patient needs longer and longer to unlock pump. It usually takes about 15 times to get it unlocked." There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.